Manufacturer narrative:
Results: load cell.

Event description:
It was reported by service report that the scale was not accurate on the bed; it displayed a weight of 36lbs when a 50lbs weight was applied to the litter surface. No patient involvement or adverse consequences are reported.